Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, deformation and was observed after autoclave cycle: cloudy gel and bubbles in gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: the crease/folding of implant condition that was indicated in the complaint was observed, nevertheless is not considered a workmanship, since the device was explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Healthcare professional additionally reported "any creases." Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Healthcare professional additionally reported "any creases." Device has been explanted.